Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation has been completed a supplemental/final report will be submitted.

Event description:
It was reported that during surgery the tip of the device came off and fell out of surgical field. A delay was noted where the patient was under anesthesia. This delay occurred as a result of need to prep an alternative item to continue. No harm was reported. No other adverse events were reported along with this event.